Event description:
Reporter indicated that vns patient was seen in hospital emergency room due to an increase in seizure activity. It was reported that it was an increase from efficacy received with the vns therapy, and not an increase above patient's pre-vns baseline seizure frequency. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Treating neurologist decreased programmed device pulse width and off time.